Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the device upgrade procedure, an insulation abrasion was noted on the atrial lead at 3 cm from the connector pin. The lead was attached to the new device and will not be used. The patient did not experience any adverse consequences.